Event description:
The patient reported that she has a magnetic door in her home and that when she puts her magnet on it she experiences a seizure. The patient reported that her seizures have not increased. The relationship between the seizures caused by placing the magnet on the door is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that none of the patient's complaints have been related to vns.

Event description:
Additional information was received stating that the vns patient¿s device was ¿still good.¿ the patient wanted her generator replaced; however, her physicians advised the patient that a replacement generator is not needed. No known surgical interventions have occurred to date. The neurologist was unable to provide any additional information regarding the event. The neurologist stated that the patient has had many issues over the past 15 years and most were unable to be solved.